Event description:
The patient reported that several years ago, she had an underdose. She reported her symptom as seizures. The patient has had no symptoms since. The patient reported this now because her pump was identified as on the list for pump motor stall due to gear wear physician communication and wanted medtronic to know about the event. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.